Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, the error 23008 was found indicating ¿symptom: error 23008", confirming the fault occurred in the field. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. Upon visual inspection, it was found that the degrees of freedom (dof) 2 searchlight had a scratch on its edge, which is related to the reported event. Once testing was completed, the yaw search light was further inspected and was verified to be the source of the fault. The complaint regarding error 23008 was confirmed by failure analysis. The probable root cause is attributed to sensor errors resulted by a faulty yaw searchlight board located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that error 23008 appeared. The tse recommended that the user perform a hard power cycle on the system. The user stated that this action did not resolve the issue. The procedure was completed as planned with no reported issue.